Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon side console (ssc) master tool manipulators (mtms) were working inverted. The endoscope was above but the controls were showing below. The surgeon performed a hard power cycle and was able to redock and continue the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the issue occurred while the surgeon had his/her head in the ssc high resolution stereo viewer (hrvs) and was manipulating instruments. The customer clarified that the right mtm was controlling the movement that was assigned to the left mtm, and visa versa for when the surgeon used the left mtm. The movement of the instrument did scale appropriately and there was no delay when inputting movement. There was no patient injury due to the alleged issue.

Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) guided the customer to power cycle the system and this resolved the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.